Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device product code: jow UDI #: (B)(4). PMA/510(k) number: k101915 & k061814. There were damages to the power cord, rear housing, face label, and hook. The device would not power on because the power supply had no output voltage. Replaced power cord, rear housing with labels, face label, hook, and power supply. The damage to the front case, back case and/or hose side panel could be caused by damage during transport, dropping of the device, the pump being crushed while hanging from the bedside or from general handing of the product. The case and hose connector panel are made from flame retardant polymer. The components are difficult to damage if used as intended, making it unlikely that the case and/or hose side panel failed during normal use. For vp500dm (csba): the average age of the back case during replacement is 2.2 years. Damage to the power cord can occur by the cord/plug mold being run over by wheeled equipment or by the cord being pulled from the wall outlet inadvertently. In some cases damage to the wire coverings and insulation may expose the wires of the cord when excessive force is applied in a clinical setting. Under normal conditions the power cord and plug mold are not likely to become damaged. For vp500dm: the average age of the power cord during replacement is 2.5 years. The failure rate for the power cord is 0.007%. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit had exposed cords and the case was broken. There was no patient impact. No adverse events were reported as a result of this malfunction.